Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the desktop charger (s/n (B)(4)) found the connector pin was upside down. The cable assembly with the connector was mounted upside down.

Event description:
The patient reported they went to (B)(6) for a month, but when they came back it didn't work. It was noted the patient used it a week ago, but now they couldn't get it to work. The patient stated "it was starting to wear off and her feet were killing her." The white arrows on the recharger weren't matching up, the patient could only plug the desktop charger in backwards for it to work, and the connector pin was broken resulting in the patient not being able to charge the implantable neurostimulator (ins). It was noted the recharger seemed to be fine. Relevant medical history includes peripheral neuropathy and spinal pain.